Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilataton kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, approximately twenty-two to twenty-four minutes into the procedure, pressure could not be maintained in the compression balloon. The procedure was completed using another prolieve thermodilatation kit. The patient's condition was reported as "fine". The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed in 2008, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. Results code: (other) - catheter balloon tear. The suspect device, a prolieve thermodilatation kit (catheter) was returned and visually inspected; no apparent physical damages or imperfections were observed. During a functional test of the catheter, the anchoring balloon fills, remains inflated and deflates correctly. Upon filling the compression balloon, water began to leak from a tear in the center of the balloon. Circulating water leaking through a hole in the compression balloon will result in low pressure.